Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for needle not retracting fully with the incident lot was observed. Root cause was the o.d. Of the spring wire was determined to be out of specification.

Event description:
It was reported the needle of a 21g x 0.75 bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter did not retract fully. No medical intervention or injury reported.